Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer went to the emergency room on (B)(6) 2025 and was subsequently hospitalized and later admitted to the intensive care unit with a blood glucose (bg) level of 32 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.